Event description:
Customer reported a connection issue between her freestyle navigator transmitter and receiver. Customer reported losing consciousness at work. Paramedics were called and obtained a reading of 20 mg/dl with their hcp meter and treated customer with food. Customer was taken to a health care facility where she was being diagnosed with sever hypoglycemia and treated with intravenous solution. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Customer's meter (B) (4) was returned back for investigation. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The reading the customer reported was found in the meter's memory.

Event description:
An adc customer's mother reported her child received an adc meter reading of 145mg/dl as compared to an hcp meter reading of 118mg/dl. The report then stated the customer experienced seizure activity. No specific symptoms were reported prior to the seizure. It is also unknown if customer dosed with medication based on the readings. No treatment was reported and no further information was provided in the report. A follow-up call to customer has been requested to clarify the readings, medical event and whether not third party medical intervention was required. There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
The customer's product has been requested back for investigation. A follow-up call to customer has also been requested, and a supplemental report will be sent once new information is received and/or product investigation results are complete.